Event description:
An endurant ii stent graft was implanted in the patient for the endovascular treatment of a 77mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck diameter was 27mm and 10mm in length. It was reported that during the index procedure and after the physician implanted the aortic cuff a y shape was completed with another manufacturer¿s device. The final angiography revealed a type ia endoleak. The physician decided to add another cuff; however the endoleak was not resolved. Since the endoleak decreased the patient will remain under observation. No sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; angulated neck); unapproved use of device (severely angulated proximal neck); lack of information (cause is unknown). Conclusion: inherent risk of a procedure (endoleak); device failure related to patient condition (anatomy related; angulated neck); off label-unapproved or contraindicated use of device (severely angulated proximal neck); lack of information (cause is unknown).